Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality, shock testing, front keypad testing and stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs did show the device displayed check pads/poor pad contact messages which indicated that the device measured an invalid patient impedance. This is not necessarily an indication of a device malfunction and may indicate a coupling issue to the patient. The next logged power up, the device passed a 30 joule self test with no discrepancies noted. The electrode pads were not available as part of this investigation. No trend is associated with reports of this type.